Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that "the amount of saline remained in the saline bag was very little after 8 hours of use. At 1:58pm on (B)(6) 2013, the kit with 500ml of saline mixed with 2ml of novo heparin was connected to the patient in an operation room. At 5:45pm, the patient was moved to gicu. Around 10:10pm, a nurse noticed that the remaining amount of saline in the saline bag was very little, only 30ml. Customer checked the kit, but there were no leakages confirmed. Therefore abnormal flow rate was suspected." There were no patient complications reported.

Manufacturer narrative:
We received one single flothru dpt kit with IV set and pressure tubing for examination. All connections appeared tight. There was no leakage found from the kit during leak test. The flow rate of the merit flush device did not meet IFU specifications; flow measured an average of 17.3 ml/ which exceeded specification of 2-4 ml/hour. Visual examination indicated that both ends of silicone housing did not touch the base of male connector pocket and this affected the flow rate. Leak test was performed to the kit at 345mmhg pressure for 5 minutes. A flow rate test was performed to the kit at 250mmhg pressure for 1 hour. Root cause analysis and implementation of any necessary corrective actions has been requested of the supplier. A supplemental will be forthcoming with the device history results.